Event description:
Cardiac monitor-v-fib. Pt defibrillated 200g. Rhythm changed to asystole. Ivnss #16 started rt acf - running wide. Intubated #8 ett, good breath sounds heard all fields. No gastric sounds. Lungs cta with ett bvm and high flow 02. Drug therapy started. External pacer applied. Not working. CPR continued until pt expired.